Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0202785277 was reviewed and the product was produced according to product specifications. All information reasonably known as of 06 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown. Flow rate: 2 ml/hour. Procedure: unknown. Cathplace: chest port. Infusion start time: unknown. Infusion stop time: (B)(6) 2017. It was reported that the patient's fluorouracil infusion pump infused over three days instead of the expected four days (96 hours). No injury to the patient reported. No further information provided.